Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the patient experienced diaphragmatic nerve stimulation and complained of a, "bumping," on the right side of their chest. It was also reported that the right atrial (ra) lead dislodged, dislodgement confirmed by chest x-ray. The ra lead was programmed off, remains in use and will be explanted and replaced in the future. No further patient complications have been reported as a result of this event.